Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present was found to be failing on the axes controller motor (acm) board. Once testing was completed, the acm board was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acm board was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they were encountering a 32099 error on the system. On-site logs reflect a repeated error 32099. The customer performed two power cycles and a hard power cycle on the system, with no change. The customer planned to disable universal surgical manipulator (usm) #3 and proceed without it. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.